Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle, during a liver biopsy procedure. One other device was also noted to have a burr. Another device was used to successfully complete the procedure. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be filed under the appropriate sequence number. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However co is unable to determine the exact cause for this event. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."